Event description:
It was reported that pump screen was scratched, which made it difficult for customer to see display. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or follow-up.